Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level was 428 mg/dl. The infusion set cannula was bent. The customer had an issue filling the reservoir. When the customer flipped the vile over she would get air bubbles. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.